Event description:
It was reported that a spectrum pump repeatedly indicated ¿air in line¿ in location 1, despite no air being found. The line was replaced with a new set, but the alarm continued and the error could not be cleared. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported issue of air in line was not reproduced. Instead, the device went into a reload set alarm when the door was shut. A review of the event history log revealed multiple occurrences of air-in-line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a bad lower sensor on the ultrasonic sensor which was unable to be calibrated. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.